Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power loss alarm and low battery alert. The customer's blood glucose value was unknown. The customer stated that the battery is depleted every day. The customer also reported insulin flow blocked alarm. The customer was assisted with 5.0 unit fill cannula and insulin exited. The product was not returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked or pump error 23 alarms noted during testing. Power loss alarm, low battery alarm and power error 25 alarms are confirmed in the long trace file. Power loss alarm occurred after the power error 25 alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then power error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes due to non-sleep anomaly software error. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.